Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent a procedure wherein the implantable pulse generator (ipg) was replaced and repositioned. The patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.